Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device was not emitting the e-4 error acoustic alert and she woke up with a high blood glucose of 540 mg/dl. She administered insulin with a syringe to lower the blood glucose and noticed that the pump displayed an e-4 error message.